Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 288 mg/dl at the time of the call. The customer used glucose to treat their low. The customer experienced symptoms such as nausea and dizziness. The customer was wearing the insulin pump during the incident. The customer had a high of 300 mg/dl and was over treated by their parent leading to the low. Troubleshooting was completed and the pump failed the high pressure test. The customer believes the pump was over delivering as their blood glucose levels were varying too much. The insulin pump will be returned for analysis.